Event description:
A pump alarm was heard and confirmed by telemetry. Telemetry confirmed a critical alarm was occurring. The alarm was due to zero ml reservoir volume reached. The pt had missed his refill by 20 days because he was "unable to inform." The pump was programmed off and then replaced. The pt's outcome was reported as "non-serious injury/illness." It was noted that 2 ml of lioresal was aspirated from the old pump. The device system was used to deliver lioresal (2000 mcg/ml) at 500.5 mcg/day.

Manufacturer narrative:
(B)(4).